Event description:
The patient noticed that a slice on the silicone tubing of the set found during use. There was a leak identified. The product was in use for 180 days there was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection performed with the following issues noted: cut on silicone tubing. Leak testing performed with the following issues noted: leak in silicone tubing, white sleeve in closed position. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem.

Manufacturer narrative:
(B)(4). The cause for the issue could not be determined.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the u.s. And does not have a 510k number.